Event description:
Pt had endometrial ablation in 2006. Followed by gyn surgeon. Presented at ER in 2007 with abdominal pain. Exploratory laparotomy was performed. Pt had perforation from thermal burn to small bowel. Uterus also appeared thermally burnt on exterior.